Manufacturer narrative:
The event was reported via medwatch report #mw5067845. Manufacturing review: the device lot number was not provided; therefore, a manufacturing review was not performed. Visual inspection & functional/performance evaluation: the device was not returned; therefore, no visual inspection or functional testing of the device was performed. Medical records review: medical records were not provided for review. Image/photo review: images/photos were not provided for review. Conclusion: the device was not returned. Images and medical records were not provided. The investigation was inconclusive for detached filter limbs. Based upon the available information, the definitive root cause was unknown. Labeling review: the current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately nine years post deployment of a vena cava filter, guided fluoroscopy demonstrated two detached filter limbs; one filter limb was identified in the pulmonary artery and a partial filter limb was embolized in the ivc wall. A snare device was used to successfully capture and retrieve the filter and the two detached limbs. The patient was reported to be in stable condition at the conclusion of the procedure. There was no reported patient injury.

Manufacturer narrative:
The event was reported via medwatch report #mw5067845. No medical records and no medical images were provided to the manufacturer. The lot number of the device was not provided. The device is not available for return. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that after approximately nine years post deployment of a vena cava filter, guided fluoroscopy demonstrated two detached filter limbs; one filter limb was identified in the pulmonary artery and a partial filter limb was embolized in the ivc wall. A snare device was used to successfully capture and retrieve the filter and the two detached limbs. The patient was reported to be in stable condition at the conclusion of the procedure. There was no reported patient injury.